Event description:
Customer stated that in one case initially they prepared a slide from the preservcyt solution and analysis showed that the slide contained only healthy cells without changes. Later from the remaining contents of the vial they prepared another slide which showed hsil cells. Cas will go on site to review the issue. Hologic is in the process of investigating how the customer is processing the samples.